Event description:
Customer reported that at around 7:30pm, customer passed out, hit the back wall and slid down. Customer woke up with pump alarming low sensor glucose value of 54mg/dl. Customer mentioned that they spent two hours trying to get up and could not. 911 was called at 22:00. Someone gave apple juice before paramedics got there. Customer was treated for the low with food and glucose tablets. Customer also said they had sg vs bg issues. Customer did not mention the blood glucose associated with the sensor glucose of 54mg/dl. The 80mg/dl was the blood glucose value after customer treated and after the paramedics arrived.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not added in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code, health effect - impact code) with this report.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 80 mg/dl; current blood glucose value: 99 mg/dl. Troubleshooting was performed and found that the customer was treated with carbs intake, glucose tablets and emergency medical service. The customer was not reporting any symptoms related to low blood glucose event. The insulin pump was used within 48 hours and the auto mode feature was not active at the time of the event. Also reported sensor glucose vs blood glucose issue, sensor glucose value : 54 mg /dl and blood glucose value : 80 mg/dl no further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.